Event description:
Info received indicates when pt positioning monitor (ppm) alarmed, the bed was not placing a nurse call to the nurse's station.

Manufacturer narrative:
The technician isolated the issue to the communication cable. He replaced the communication cable to repair the bed.